Event description:
End user's niece reported that a new unknown model wheelchair was ordered for her aunt but it is too big for her. Niece stated that the chair is 15 years old, the arm pads and cushion are wearing thin; the arm pad bar is causing a bruise on the aunts elbow and the upholstery is ripping and causing scratches on her legs.